Event description:
Manufacturer's first level investigational unit confirmed the lancet does not retract back into the softclix plus device. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B) (6).